Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v388252, implanted: (B)(6) 2010, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v388252, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that there were telemetry issues and the healthcare professional (hcp) was unable to communicate with the patient¿s right implantable neurostimulator (ins) using the clinician programmer. The hcp was able to communicate with the patient¿s left ins without issue. The patient¿s wife had the same issue using the patient programmer. Over the past two weeks the patient¿s wife had noticed the patient¿s movement disorder began to return and they had an increase in tremor on their left side. In (B)(6) 2013 the right ins battery was measured to be 3.72v and in (B)(6) 2014 the left ins was measured to be 3.72v and the right ins was 3.63v. The right ins was programmed to 4.8v, 60 pulse width, and a rage of 160 hz. The ins was used 24 hours a day. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-22868.